Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump has a battery life issue. The reporter claimed that the top of the battery cap was worn and also claimed that there was moisture behind the pump's display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: multiple replace battery 128-fe88 and 128-fb88 alarms observed in pump histories. Voltage is not low at time of alarms. Unable to measure pump electrical current draws due to recurring 078 alarm. There was moisture visible in display. Display lens leaks. Pump opened and moisture damage found throughout pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).